Event description:
Account alleged that the bed will drift down.

Manufacturer narrative:
Investigation of control and instrument data provided indicated control recovery for all 3 levels of controls from before and after the event were within specification and there was no indication of an instrument malfunction. Two sample types were used for the comparison tests, whole blood on cobas b221 and serum on abbott architect. The reported deviation might be related either to the comparison instrument or to some other effects which could influence the bilirubin measurement results. Bilirubin is influenced by light therefore the sample must be transported in a light protector, especially after centrifugation. It is unclear which analyzer provided the correct bilirubin result. No adverse events were reported.

Event description:
Customer received a higher total bilirubin result on a sample obtained from a baby which was lower when replaced on a different lab analyzer "arcetec". Age of baby and date of testing were not provided. Initial result gave 200 umol per l and was reported. This result was questioned by the doctor as the result did not match the baby's condition. The sample was repeated on the "arcatec" lab analyzer giving 60 umol per l which was more in line with the baby's condition. No adverse events were reported. If additional info is received, appropriate notification will be provided.

Manufacturer narrative:
Customer provided printouts of the baby's bilirubin results and dates of testing obtained from different samples - no repeat testing was performed on the same sample. Bilirubin results from omni blood gas analyzer: (B) (6) 2009 at 12:57 gave 200 umol/l. (B) (6)2009 at 14:33 gave 185 umol/l. (B) (6) 2009 at 17:49 gave 132 umol/l. (B) (6) 2009 at 07:41 gave 156 umol/l. Bilirubin results from "arcatec" lab analyzer: (B) (6) 2009 at 14:30 gave 64 umol/l. (B) (6) 2009 at 10:15 gave 68 umol/l. Correction to date of occurrence documented as (B) (6) 2009 in supplemental medwatch. Correct date of occurrence is (B) (6) 2009. Correction to "arcetec" bilirubin result of 60 umol/l documented in initial medwatch. Correct bilirubin result is 64 umol/l.